Event description:
It was reported the camera head had a herniated cord. The issue was found during reprocessing for a diagnostic procedure and the intended procedure was finished with the same device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to the rubber sheath being torn. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a herniated cord. The issue was found during reprocessing for a diagnostic procedure and the intended procedure was finished with the same device. There were no reports of patient involvement.